Event description:
It was reported that the patient was hospitalized due to methicillin-resistant staphylococcus aureus (mrsa) infection related to spinal cord stimulation (scs) trial procedure. It was mentioned that the patient dressing was loose had reddened area where the steri strips was. The patient was administered keflex and performed wash out following a lead pull. The explanted devices were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7241607.

Event description:
It was reported that the patient was hospitalized due to methicillin-resistant staphylococcus aureus (mrsa) infection related to spinal cord stimulation (scs) trial procedure. It was mentioned that the patient dressing was loose had reddened area where the steri strips was. The patient was administered keflex following a lead pull. The explanted devices were discarded by the facility.